Event description:
Allegedly, during the early stages of a laparoscopic inguinal bilateral hernia procedure, anesthesiologist noticed that the pt's neck was swelling and pt was exhibiting signs of crepitus as a result of co2 gas overload. They checked the endoflator and found that the pt set point was at 30; hospital said it should not have been above 15. They believe the unit was set at 30 during a previous procedure and was not re-set before the lap hernia. At that time, they discontinued use of the unit and completed procedure. Pt was intubated and went into recovery; pt responded well to treatment, was extubated and released the same day. Pt condition good. Hospital stated unit did not malfunction; user error. Unit was kept in service and not returned for this issue.

Manufacturer narrative:
There was no report of malfunction of unit; hospital released it back into circulation.